Event description:
It was reported that a patient had a loss of therapeutic effect, her symptoms returned in (B)(6), and it was determined this was due to the ins being off. She used her patient programmer in (B)(6) and pushed the therapy off button because she didn¿t know what it was for; she turned the device off without realizing it. Since then, she hadn¿t been feeling well with her cystitis. She changed her diet a lot and it helped. The week prior to the report, the patient got a urinary tract infection. She went to her healthcare provider the day prior to the report and it was determined that the implantable neurostimulator (ins) was turned off. The ins was turned back on and the patient said it was good she didn¿t get sick sooner with her ins off so long. At the time of the report, the patient was successfully able to connect to the ins, she confirmed the ins was on, and the device was on program 1 at 2.0 volts. The patient did not have concerns with her device or therapy, she received assistance from her doctor or manufacturer representative, and her concerns were resolved. She had an appointment in (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va03l5n, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).